Event description:
Reporter indicated a vns patient died due to aspiration pneumonia and eventual organ failure. The date of death, patient information, and vns device information is unknown. Attempts for further information have been unsuccessful to date.